Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: analysis of the returned device identified: broken shell and creases fold. Leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.